Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator presented to the emergency room after hearing beep tones. The device recorded several syncope and presyncope episodes. Device interrogation revealed high out of range right ventricular (rv) pacing impedance measurement, measuring greater than 3000 ohms with no capture and several egms of oversensing and pacing inhibition. The device was programmed to left ventricular (lv) only pacing which resulted in a 10 second pause. The device was then reprogrammed to electrocautery mode with higher lv output. It was suspected that the competitor rv lead had fracture. However, a chest x-ray was performed and no visible fracture was noted. The patient was admitted into the hospital and will undergo lead procedure. No additional adverse patient effects were reported. The device and competitor rv lead remain in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).